Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient reported that her pump kept alarmed ¿depleted battery¿ despite changing the batteries several times. It was explained that the pump would run for about a minute before the depleted battery alarm returned. At the time of the call, the display read ¿stopped,¿ was not alarming, and contained fresh batteries. Pump settings were reviewed (residual volume 227.6 ml, continuous rate 5 ml/hr, given 2.4 ml) and verified against the medication label, which read: fluorouracil tv 230 ml at 5 ml/hr over 46 hours. The infusion had begun that day at 3:30 pm, and the patient had a scheduled disconnect for friday at 12:30 pm. The pump was restarted and the display read ¿run res vol 227.6 ml,¿ but the depleted battery alarm returned shortly afterward. The event occurred during infusion while in use with the patient.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported pump kept alarming ¿depleted battery¿. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.